Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that her one touch profile meter kept powering off during use. Medical affairs specialist had called and left a message for the patient on (B)(6) 2004, but there was no response back. A letter will be sent to her. Based on the initial information provided, there is insufficient information that the meter malfunction contributed to the event. The power issue was not resolved with troubleshooting. The meter kept shutting off before the time was up. The batteries were checked and they were installed correctly. The batteries were last replaced less than a year ago. New batteries were replaced in the meter, but the issue persisted. The condition of the battery contacts was also good. She had contacted a medical professional for advice and was tested on an unknown meter at the hospital. There is no further information regarding the hospital visit. Therefore, it is unknown as to what the patient's blood glucose result was at the hospital and if she was treated at the hospital. She was experiencing symptoms of fatigue, dry mouth, and thirst. It was also discovered during troubleshooting that she had been using expired test strips. Therefore, use error was also involved. However, this case is reported as a meter malfunction since the power issue was not resolved with troubleshooting.